Event description:
It was reported the patient died with cause of death noted to be cardiac arrest and questionable myocardial infarction. It was further reported the patient death was not device related. Later reported the patient collapsed and died on (B)(6) 2010 after unsuccessful resusitation efforts. Spouse reported cause of death as cardiac arrest, "who says it is assumed she had an mi." No autopsy done. Device interrogation reported to appear to show normal device function at time of death and lead measurements appear to be within normal range. Further reported egms showed some nonphysiologic lead noise and evidence of non-capture while CPR in progress. There were 7 monitored vt episodes detected on the day of death. Lead integrity alert triggered due to oversensing and noise. Reported there is no evidence of tachyarrhythmia as cause of death.

Event description:
It was reported the patient died with cause of death noted to be cardiac arrest and questionable myocardial infarction. It was further reported the patient death was not device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found. Follow up with the physician revealed cause of death as probable myocardial rupture. Patient had last device follow up (B)(6) 2010 and the physician reports that the parameters were all within acceptable limits and that the patient reported that she had "so much more energy since the device was implanted". Physician reportred that patient had been responding very well to bi-v pacing and was not pacemaker dependent.

Manufacturer narrative:
This event occurred outside the united states. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
It was reported the patient died with cause of death noted to be cardiac arrest and questionable myocardial infarction. It was further reported the patient death was not device related. Later reported the patient collapsed and died on (B)(6) 2010 after unsuccessful resusitation efforts. Spouse reported cause of death as cardiac arrest, "who says it is assumed she had an mi." No autopsy done. Device interrogation reported to appear to show normal device function at time of death and lead measurements appear to be within normal range. Further reported egms showed some nonphysiologic lead noise and evidence of non-capture while CPR in progress. There were 7 monitored vt episodes detected on the day of death. Lead integrity alert triggered from oversensing and noise. Reported there is no evidence of tachyarrhythmia as cause of death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. Outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. Follow up with the physician revealed cause of death as probable myocardial rupture. Patient had last device follow up 9/17/2010 and the physician reports that the parameters were all within acceptable limits and that the patient reported that she had "so much more energy since the device was implanted". Physician reported that patient had been responding very well to bi-v pacing and was not pacemaker dependent.